Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19143207. Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, batch: 18736418.

Event description:
It was reported that patient developed an infection at the ipg site. It was noted that the patient had wound dehiscence. Cause of infection was unknown. The patient underwent an explant procedure. All explanted device components will not be returned. No further information could be obtained despite good faith efforts.